Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample was received at the manufacturing site for evaluation. Visual inspection was performed and a detachment between the mistic and the silicone tubing was detected. The tubing was re-attached to the mistic and was functionally tested. During the functional testing, no detachment was detected therefore the reported failure could not be confirmed as related to manufacturing/production process since the mistic connector and silicone tubing were found without any issue. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the feeding set was leaking at the connection spot.